Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4). Accessory: model 37752, serial# (B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues, and stimulation was "not working". An ins overdischarge was suspected. Patient compliance was the primary reason for the overdischarge as the patient had not used or charged the stimulator for a "long period". After a trickle charge the patient was able to charge his stimulator. It was later reported by the hcp that the patient fell, landing on right side where generator was. Following the fall the patient experienced persistent pain at the generator site, and wanted the generator site revised. The generator site was revised, and it was noted that the patient required hospitalization. The patient recovered without sequela.